Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator screen was not working when tilted. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified that when the screen is tilted upward, the touch keys no longer responded. The se disconnected and reconnected the graphical user interface (gui) ribbon cables. The se performed calibrations and extended self-testing on the device and all tests passed.